Manufacturer narrative:
(B)(4). Concomitant medical products: act artic e1 hip bearing # item ep-200156 lot 637130, unk cup, unk stem, multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-111681product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision due to liner dislocation and head dissociated which might have occurred due to patinet's fall. Surgeon thinks she dislocated first and then head dissociated after it wedged into side of cup but hard to tell. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the bearing found multiple forms of wear and damage to the bearing. The rim of the bearing is nicked and pitted. Pitting was also observed on the outer radius. The radius of the bearing is discolored. The pitting on the outer radius straddles the line of discoloration. A deep groove was observed near the apex. The radius also exhibits surface scratching. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.